Event description:
It was reported that during a video assisted thoracic lobectomy procedure, on the 8th firing with a gold reload while stapling the fissure of the lung after stapling the fissure, the surgeon noticed there was no staple line present. He saw very few loose staples in the area that had been transected. The surgeon manually sewed the area. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.